Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the connector pin was broken and their insr (recharger) was not charging when plugged in to the desktop charger. The patient is shaking because their ins was dead and they were unable to charge their ins. No further complications were reported as a result of this event.